Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings. A review of the pump¿s black box revealed no evidence of unexpected voltage fluctuation on or before the reported date. The battery cap was undamaged and able to fit securely. The ez-prime steps were performed correctly with no overheating occurring. The ¿temperature¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.